Event description:
Pt participated in a (B)(4) at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was symptoms of radiculopathy. Pt was implanted with a vectra-t cervical plate and a cc acf spacer at levels c5, c6 and c6, c7 with pedicle screws at c5, c6 and c7. Pt has been experiencing pain for 84 months. Surgery date was (B)(6) 2007 and postoperatively pt experienced choking, requiring observation. This complaint is on the right 16 mm fixed angle at c6. This is report 7 of 7 for this event.

Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.